Manufacturer narrative:
The hillrom technician found the side communication cable was not securely connected to the nurse call system wall receptacle. Per the hillrom user manual, warning: a communication cable must be used for beds that have nurse call. Failure to do so could cause patient injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. The versacare user manual also has the following caution/warning notice: before transporting the bed, make sure that the power cord, hoses, and other equipment are properly stowed. Failure to do so could result in equipment damage. Make sure the patient, equipment, and all lines are securely placed within the perimeter of the bed for intra-hospital transport. After transport, make sure that the nurse call system cables are properly connected. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in (B)(6) 2019. It is unknown if the facility performed any other preventative maintenance on this bed. The technician securely connected the side communication cable to the nurse call system wall receptacle to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed exit was not alarming at the nurses' station. The bed was located in (B)(6) at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).